Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cranioplasty implant did not fit; "curvature wouldn¿t be in the correct direction." The surgeon modified the implant a bit, he ended up cutting the implant into two pieces and implanting both pieces. There was a surgical delay of about one hour. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. It was reported the implant had to be split and resulted in a poor fit; this can be seen in the pictures and scans provided. There are no indications of a manufacturing defect. Root cause was unable to be determined. Potential causes could be due to changes in the patient¿s anatomy after the CT scan was taken or improper bone removal. The instructions for use (IFU) for this product states in the warnings section that ¿this device has been designed to fit the defect existing at the time of the CT scan and implant fabrication. Changes in the patient¿s anatomy occurring after the CT scan as well as the use of the implant after such changes may result in a suboptimal fit within the defect. 1. Improper selection, placement, positioning, and fixation of the htro polymer implant can cause a subsequent undesirable result. The surgeon is to be familiar with the implant and the surgical procedure prior to performing surgery. 2. Intraoperative shaping and sizing of the implant can be critical to the cosmetic success of the procedure, as improper shape and size can result in a noticeable undesirable prominence or possible disfigurement at or near the implant site.¿ a summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer and not returned to manufacturer. (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. The design vendor reviewed the CT data, they stated it contained adequate information with no motion artifact, no metal scatter, and the scan was approved for use by trained imaging personnel. The implant design was overlaid onto CT images to confirm proper sizing and was also overlaid onto the post-op CT scan. The digital mold, mold of mold, and implant files were all examined and no design flaws were found. The parts were examined to ensure no gaps or overlaps existed between parts that could lead to the caste implant being too large or different from the implant design. This case was processed per all applicable operating procedures. No issues were documented during the design, manufacturing, and final inspection procedures. Therefore, no evidence has been found during the review of the design to indicate that the process caused incorrect manufacture of the implant for this case. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.